Manufacturer narrative:
The internal battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
During resmed evaluation, an astral device displayed a battery error message. The device was not in patient use when the reported event occurred.